Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during the initial drain of peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the event. The technical service representative advised the patient that they should start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.